Event description:
New information received notes high thresholds and suspected externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
Multiple internal insulation abrasions were found under svc shock coil at 21.0-21.3cm, 21.7-21.8cm, and 22.2-22.3cm from the distal tip. The re conductor was visible and the etfe coating was abraded at 21-21.3cm. This damage could cause the reported noise and high threshold. External insulation abrasion was found at 9.8-10.0cm from the distal tip consistent with lead friction to another device. Internal insulation abrasion was found at 11.6-12 2.0cm from the distal tip. The etfe coating was intact.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to ER after receiving therapy. Testing revealed noise resulting in inappropriate therapy. Lead remains implanted.